Event description:
During follow-up, loss of capture and low sensing were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.